Event description:
The patient reportedly experienced a loss of lock between his external equipment and the cochlear implant. Testing performed by a company representative indicated that the device was not functioning. The patient's c1 device was explanted.